Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose was 450 mg/dl at the time of incident. The customer did experience high blood glucose level due to bent cannula. Customer was changed the site and then went to run errands then went home for treating. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.